Event description:
It was reported filling difficulties were observed at the last two refills. At the refill, 35 ml were filled and then some resistance was noted. The patient was well and there was no "signs of anything". The drug was working and the pump was filled with 35 ml instead of 40 ml. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
(B)(4).